Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately four months after injection in the cheeks and marionette lines with juvederm ultra xc, the patient developed "massive lumps" in the marionette lines and edema in the cheeks and intraorbital area. Patient was treated with prednisone, vitrase, 5-fu, fexofenadine, and biaxin. Patient had low energy clear and brilliant laser approximately three months after initial injection. Symptoms are ongoing.

Event description:
Further follow-up with the healthcare professional revealed the following information: patient has received additional treatments of vitrase, doxycycline, "antihistamine," intralesional triamcinolone and 5-fluorouracil. Healthcare professional stated that the patient symptoms have ¿finally resolved with treatment.¿

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of massive lumps and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month."

Event description:
Healthcare professional reported that approximately four months after injection in the cheeks and marionette lines with juvederm ultra xc, the patient developed "massive lumps" in the marionette lines and edema in the cheeks and intraorbital area. Patient was treated with prednisone, vitrase, 5-fu, fexofenadine, and biaxin. Patient had low energy clear and brilliant laser approximately three months after initial injection. Symptoms are ongoing.